Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was received: any other patient consequences or impact / ae report due to this event? No. What is the size of the tip (in cm) that is retained in patient? Unk. Were x-rays performed to determine tip location? Yes. Were any measures were taken to retrieve the broken piece? If yes, please specify what was done? No other measures. What tissue is the needle tip retained in? Unk. Does the surgeon plan to return the patient to the or to remove the needle tip? Unk. Has there been any medical or surgical intervention performed? No. Will the actual or representative sample be returned for evaluation? Actual sample will be returned.

Event description:
It was reported that the patient underwent radical gastrectomy for carcinoma of stomach on (B)(6) 2017 and suture was used. During the procedure, the needle was broken and the broken tip was not retrieved from the patient. Xrays were performed to determine tip location. It is unknown in what tissue the needle tip is retained. The procedure was completed with a like device. The patient current status is stable. No additional information was provided.

Manufacturer narrative:
The actual device was returned for evaluation and the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage the package insert (IFU) cautions: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.